Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lamp frequently burning out occurred due to a faulty transformer. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers complaint was confirmed and was likely due to lamp socket was damaged and the transformer was faulty. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bulb on the halogen light source frequently burns, the bulb holder and circuit board were defective. The device was inspected prior to use. The procedure was completed using a similar device. There was no patient harm associated with the event.